Event description:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. No further details were provided. Information learned from the implant patient registry.